Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also had sensor reading of 300 mg/dl. The customer received multiple calibration errors after change sensor alarm. The customer mentioned a crack on the transmitter. The customer declined to troubleshoot. The product was not returned for analysis.